Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery."

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer was not performing the proper air removal techniques. Customer declined to load a new cartridge to address the event and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was "high" on the continuous glucose monitor; cause was unknown. Customer administered a manual injection to address bg.